Event description:
Boston scientific crm received information that the patient presented to the emergency room with seizures, low impedance measurements and intermittent loss of ventricular capture with greater than two seconds of asystole. The patient is completely pacemaker dependant, so a temporary pacing wire was placed. Once the patient was stabilized, he was transferred to a different hospital where he was upgraded to a bi-ventricular device. When the pacemaker pocket was opened, the physician observed right ventricular (rv) lead body damage at the location of the suture sleeve. The rv lead was surgically abandoned and a new tachycardia rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.

Event description:
New information was received one month later that stated there was also concern over a rv lead fracture.